Event description:
On (B)(6) 2010, medwatch uf report (B)(4) was received: after a da vinci double fenestrated instrument was removed from the pt (robotic assisted lap assisted vaginal hysterectomy, bilateral salpingo-oophorectomy), the instrument tip broke off and was not detected by x-ray. The surgeon opened, tissue morcellated, no identifiable part found in wound or morcellated tissue. The area was irrigated well and searched - no foreign objects were detected in the wound area.

Manufacturer narrative:
Multiple attempts have been made to obtain the instrument or a photograph of the instrument; however, at the time of this report, the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.